Event description:
Agency name: (B)(6). When did it occur? : after use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : yes. If they were used, was something attached to them? : the needle was bent after use returned quantity:0. Details of the event(timeline, history, etc.):the patient reported that the needle was broken diagonally after injection. It had not been broken before injection. I got the patient a shot in the abdomen, and maybe my hand was shaking. But I heard from other nurses that when they did so, the same thing happened. I feel like the needle is too fragile. Have you received any other similar inquiries?

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.